Event description:
Reporter indicated via clinic notes received to the manufacturer that a patient implanted with the vns had a history of stroke. It was not apparent in the clinic notes when the stroke occurred, or if this was a pre-vns event. All attempts for additional information from the reporter regarding the stroke have been unsuccessful to date.

Event description:
Reporter indicated the patient did not have a stroke. The patient had previous hemispherectomy surgery and subsequent brainscan, and a stroke was misdiagnosed due to the patient having had the hemispherectomy. The history database had not been updated which is why it appeared on the clinic note as past medical history.